Event description:
A customer contacted beckman coulter inc. (Bec) stating that their au2700 clinical chemistry analyzer generated a false high na and k result on 1 patient sample. The results were printed with an accompanying 'f' flag to indicate that the results were high or above the upper dynamic range. The au2700 was setup to auto-repeat high results; however, the operator had removed the sample from the instrument; therefore no repeat was generated at that time and the elevated results were reported out prior to obtaining the final non-flagged auto-repeated results which were normal. When the elevated results were questioned during facility validation, the sample was pulled for repeat and a normal result was generated on the same analyzer. An amended report was issued. The customer did not provide information on any affect to patient.

Manufacturer narrative:
A field service engineer (fse) was dispatched to address the issue. Instrument programming was thought to be cause of result release prior to repeat completion. Fse configured the instrument to the customer's requirement.